Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since the device remains implanted. Aga medical's data safety monitoring board (dsmb) adjudicated this event on (B)(6), 2010 as device related.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since the device remains successfully implanted. The independent dsmb considered this event resolved and not related to the delivery system or procedure, relatedness to the device was unknown. The aga medical erosion board reviewed and adjudicated this event on (B)(6) 2011 and determined no erosion occurred.

Event description:
According to the information received, a 26mm amplatzer septal occluder (aso) was successfully implanted on (B)(6), 2010. On (B)(6), 2010 migraine headaches starting that were moderate in nature. The patient was started on plavix for one month. This event is being reported to the FDA since medical intervention (plavix) was required to alleviate the symptoms of the migraine.

Event description:
(B)(4)/MDR# 2135147-2011-00003. The patient is a (B)(6) female approximately (B)(6) with a diagnosis in (B)(6) 2010, of asd with dilation of the rv and pulmonary artery (pa) after evaluation for a murmur. Medical history includes occasional palpitations not associated with symptoms that resolve spontaneously and ECG documentation on (B)(6) 2009, of rv hypertrophy with rsr complex present in v1 and v2 ECG leads; 1st degree av block with possible rbbb leftward axis shift. The patient presented several weeks prior to procedure with nausea, vomiting and abdominal pain which resolved with use of ranitidine and simethicone. The patient was brought to the cath lab on (B)(6) 2010, where a pre-procedure intracardiac echo (ice) demonstrated a moderate secundum asd with mild rv enlargement. The distance of the defect to the coronary sinus was 18 mm, av valves 20 mm, and rulpv 14 mm. The aortic rim was absent, av valve, svc, and ivc rims were all sufficient. The native diameter of the defect was measured via spot cine as 20 mm, stretched to 26 mm via stop-flow technique. A 26 mm aso was implanted without complication and a post-procedure tte demonstrated no evidence of residual shunting and no pericardial effusion. The pre-discharge tte on (B)(6) 2010, showed a tiny anterior, apical pericardial effusion and the patient was discharged with no intervention for the pericardial effusion. On (B)(6) 2010, the patient was seen for one month follow-up. A tte showed excellent positioning of the device with normal right ventricular size and function and no shunting. There was no pericardial effusion and the adverse event was considered resolved. Please note: the device noted in this report was previously reported under the same MDR # for a patient related migraine event which required medical treatment.